Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was damaged and frayed with wires exposed. Customer's blood glucose (bg) level ranged from 50 mg/dl to 214 mg/dl; cause for the low bg was unknown. Customer consumed candy to address low bg. Recommendation was made to discuss diabetes management with a health care professional.